Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the radiofrequency (rf) head was unable to interrogate. There were no faults found with the head. The head passed functional and systems test and was in good condition. (B)(4).

Event description:
It was reported that the programmer would not interrogate devices or keep telemetry. Follow-up determined that the radiofrequency (rf) programmer head had not been changed out and could not therefore be eliminated as a possible source of the issue. Both the programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.